Event description:
It is reported that during a procedure, the set screw of the implant, fell out while being passed by the scrub technician to the physical assistant. The surgeon completed the procedure with an alternative device.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
There was no impact to the patient and the surgery was completed with another device with a 1 minute delay. Upon conducting a complaint history search, this is the first complaint of this nature for this product lot number involved, and this is the first complaint of this nature in the last 4 years for the product part family involved. If the screw is backed out of the mechanism enough, it will fall out. Based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. There was product returned which could not be located; therefore, no physical evaluation could be conducted. The dhrs were reviewed for this lot, which the part originated from, and found conforming to the requirements at the time of manufacture.